Manufacturer narrative:
Method - surgeon visual evaluation during surgery. Result - surgeon visual analysis confirmed lead fracture. Conclusion - device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the physician's office that the pt had high impedance and was referred to a surgeon for eval. In (B)(6) 2011, the pt's impedance had been within normal limits. There had been no report of trauma, and x-rays were not taken prior to surgery. The pt underwent a full revision surgery, during which the surgeon stated he could visualize a lead break near the anchor tether. Once the new product was implanted, diagnostic testing showed proper device function. Pre-operative diagnostic confirmed the high impedance report. Attempts for further info have been unsuccessful to date.